Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to contamination of the memtron panel. It is not known how the contamination occurred. The memtron panel was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device made an internal clicking noise. Complainant did not indicate that there was any patient involvement in the reported malfunction.